Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported the shaft broke. A 2.50mm x 15mm emerge balloon catheter was selected to treat the circumflex. However, during advancement over the guidewire, it was noted the shaft broke. The device never entered the patient's body. No patient complications reported and the patient was doing well.

Event description:
It was reported that shaft broke. A 2.50mm x 15mm emerge balloon catheter was selected to treat the circumflex. However, during advancement over the guidewire, it was noted the shaft broke. The device never entered the patient's body. No patient complications reported and the patient was doing well.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 64.5cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.